Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs and checked reservoir snap-caps with dimensions. Reservoirs failed due to being under inspection. Also performed using a new lab infusion sets. Reservoirs failed per inspection. Found reservoir loose to connect.

Event description:
The customer's wife reported via phone call of a faulty reservoir. The customer's blood glucose reading was 159 mg/dl. The customer stated that the cap on the top of the reservoir would not tighten up. The customer is being sent a replacement reservoir.